Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter the device dislodged from the trocar and had to be retrieved from the patients's abdomen. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The visual inspection of the instrument noted that the obturator and insufflation bulb were not received. The sheath was disengaged from the balloon. Functionally, the dissector balloon was inflated; no leaks were detected. The flapper valve functioned properly. No other visual or functional abnormalities were noted. The returned sample was found to not meet quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse by the end user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.